Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and patient regarding their wireless external neurostimulator (wens). Information was reported that the patient's device is stuck on and their legs are going nuts, and humming. The patient stated that it is stuck and they can't get it to shut off. The patient stated that they saw the looking for device screen when trying to sync with the wens. The agent attempted to have the patient remove the back cover to reset the controller, but the patient stated that they couldn't get the cover off. The symptoms reported include the stimulation being stuck on, humming, and the patient's legs are going nuts. No further complications were reported. No additional patient symptoms were reported.